Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege the patient is experienced pain and lack of mobility which required revision surgery.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation papers alleges the patient is experienced pain and lack of mobility which required revision surgery. Doi: (B)(6) 2008 - dor: 2/14/2010 and again on 3/8/2011(left hip). Patient is a resident of (B)(6). Update (B)(4) 2018: (B)(4) has been re-opened under pc-000248951 due to receipt of ppf and sticker sheets. Ppf alleged dislocation.  Doi: (B)(6) 2008 - dor: feb. 14, 2010 (left hip).